Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) line cord protective earth resistance was infinite ohms. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected field: d5. Additional point of contact: contact person name: (B)(4), contact person department: biomedical engineer a getinge fse replaced the line cord assembly, type e/f plug. Performed pm and safety check, repair done and unit returned to customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received line cord assembly with a reported unit failure of an infinite ground resistance. The fat performed a visual inspection and found the part to be in good condition. Tested the part with a multimeter and found the ground cable to be open and have no continuity. Fat was able to confirm that the ac power reel was defective. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.